Event description:
Promus element plus clinical study. It was reported that insufficient stent apposition, in-stent restenosis (isr), dyspnea and angina occurred. On (B)(6) 2013, the patient presented due to unstable angina, myocardial infarction (mi) and was referred for cardiac catheterization. Subsequently, selective coronary angiography and index procedure was performed. The target lesion was a de novo lesion located in the proximal left circumflex (lcx) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct stent placement using a 2.50 x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with progressive dyspnea with angina and was hospitalized on the same day. Coronary angiography was performed. The 95% isr of the study stent placed in the proximal lcx was treated with balloon angioplasty using a 2.5 mm quantum maverick balloon catheter. Post dilatation, residual stenosis was 0%. In addition, during the event intervention, it was noted that the study stent placed in proximal lcx was under expanded by 2.2 x 2.1 mm and was treated with balloon angioplasty during the treatment of isr in proximal lcx. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).